Manufacturer narrative:
Update to b2, b3, b5, g3, g6, h1, h6, and h10 to reflect additional information received from competent authority. Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, cardiac valve replacement with the thv procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards's device-related bleed. Per the instructions for use (IFU), (add adverse event name) is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as the exact cause is unknown, but could be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As per the report received from the competent authority, it was learnt that the patient died one day post procedure from pea cardiac arrest, which cause was unknown.

Manufacturer narrative:
The valve remains implanted. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive regarding the cause of the event, although it may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), this was an implant of 29mm edwards sapien 3 transcatheter heart valve in aortic position by transfemoral approach. The patient has severe aortic insufficiency (ai) and mild aortic stenosis prior to valve deployment. Although the valve dimensions were at the upper end of the measuring range, it was made a conscious decision to implant an edwards valve due to the low level of calcification and with a volume of + 2ml. After implantation, there was a slight dislocation towards the ventricle and a severe ai due to insufficient sealing by the sealing skirt. It was able to remedy this by implanting a second edwards sapien 29 mm with a satisfactory result.

Manufacturer narrative:
As no product was returned, no visual inspection, functional testing, or dimensional testing could be performed. No imagery was returned for review. Review of complaint activities/attachments revealed there were no issues during valve alignment. A device history records (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of the related work order was performed and revealed no other related complaints. The IFU for the commander delivery system with s3 and procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The complaints for malposition and pvl were unable to be confirmed due to unavailability of returned device/relevant imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, minimal leaflets/annulus calcification could lead to unstable seating of deployed valve on annulus, resulting in thv malposition. Additionally, the valve was suspected to be undersized as annulus measurements were at upper limit. This may also have contributed to the thv malposition as reported in this event. As such, available information suggests that patient factors (minimal leaflet calcification) and/or procedure factors (undersizing) may have contributed to the complaint event. Due to the thv malposition (too ventricular), the pvl skirt could not properly seal against the annulus, so it led to the paravalvular leak. As such, available information suggests that procedural factors (thv malposition) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required h3 other text : device not returned.

Event description:
As reported by our affiliates in (B)(6), this was an implant of 29mm edwards sapien 3 transcatheter heart valve in aortic position by transfemoral approach. The patient has severe aortic insufficiency (ai) and mild aortic stenosis prior to valve deployment. Although the valve dimensions were at the upper end of the measuring range, it was made a conscious decision to implant an edwards valve due to the low level of calcification and with a volume of + 2ml. After implantation, there was a slight dislocation towards the ventricle and a severe ai due to insufficient sealing by the sealing skirt. It was able to remedy this by implanting a second edwards sapien 29 mm with a satisfactory result.

Manufacturer narrative:
The valve remains implanted. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive regarding the cause of the event, although it may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.